Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with no delivery. The customer¿s blood glucose level was 448mg/dl at the time of incident. The customer was assisted with trouble shooting, insulin exits with manual prime. The customer was advised the issue was caused by infusion set and reservoir occlusion. The customer's infusion set and reservoir will be replaced.